Manufacturer narrative:
Concomitant product(s): drug infusion pump, s/n (B)(4), implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider via a manufacturer representative reported that the patient was tased while incarcerated on or around (B)(6) 2016. After being tased the patient's status declined so they tried to interrogate the implantable neurostimulator (ins) to determine if the tasing had affected the device. The ins was discharged upon interrogation so no diagnostic procedures could be performed. It was unknown if the tasing was related to the ins being discharged. The patient had not brought their recharger to jail. The manufacturer representative gave the prison nurse a recharger and instructions on how to help the patient recharge the ins. The patient was implanted for complex regional pain syndrome type I and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.